Manufacturer narrative:
At this time, the product has not been returned for analysis. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
It was reported that this patient was getting a ventricular assist device (vad) placed. It was noted that there was undersensing of ventricular fibrillation occurring on this right ventricular (rv) lead, as well as oversensing of noise from the vad. The physician reportedly planned initially to reposition the lead, but this rv lead and the associated pulse generator were explanted and replaced with df-1 compatible models during the procedure. No additional adverse patient effects were reported.